Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited insufficient heartlogic index. Technical services (ts) was consulted and explained the noise and oversensing is causing loss of track of the s3 reading. Technical services (ts) stated the root cause if atrial pacing artifact. The device remains in service. No adverse patient effects were reported.